Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with mild tortuosity. Pre-dilatation was performed and the 2.75 x 18 xience v stent was implanted. Post-dilatation was performed with a non-abbott balloon. Suddenly, a perforation occurred. The physician could not confirm what caused the perforation. The 2.8 x 26 mm graftmaster stent was then deployed for treatment, but by the time the graftmaster had been placed, the patient had gone into arrest, and died. It was confirmed that the perforation was the cause of the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott vascular clinical specialist. It was concluded that the images are consistent with the incident description. Death and perforation are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.